Event description:
Event description cpi received information that this implantable pulse generator (ipg) and leads were explanted for erosion due to a blunt trauma injury. The lead model 4261 serial 031324 is reported due to cpi's analysis results.